Event description:
It was reported via implant form that a patient underwent a full revision. Further information was received that the patient had a lead revision because the electrode was not on the vagal nerve and the revision was to place the electrode on the vagal nerve. Further information was received that there was no stimulation, but the impedance was ok. It was stated that the electrode did not come loose but was not attached to the vagal nerve. When asked the physician's assessment of why the electrode may have detached it was stated that the electrode was found to be not placed on the vagal nerve. Further clarifying information was received that "it was the surgeon's mistake" appearing to mean the electrode was never attached to the nerve to begin with. It was stated the patient did not feel any stimulation. It was stated when it was checked whether the electrode was on the vagal nerve, it was determined that it was not placed correctly. No additional relevant information has been received to date.

Manufacturer narrative:
Date of event: corrected data; initial MDR inadvertently submitted incorrect date of event. If implanted, give date (mo/day/yr): implant date inadvertently not submitted in initial MDR.